Event description:
Routine investigation when a complaint was received that higher blood glucose values of 207 mg/dl to 230mg/dl was received on a customer's precision xtra glucose monitor vs. What the customer expected. It was discovered during conversation with the customer, their meter was not properly calibrated. The readings obtained with the meter incorrectly calibrated, could have fallen into the "d" zone on the clark error grid, showing the values to be clinically significant. There was no report of medical intervention, death or serious injury.